Event description:
During evaluation of a returned spectrum pump, the device system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported service event, system error 345, was not duplicated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the service event was not identified. The upstream sensor requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.